Manufacturer narrative:
(B)(4). Date sent: 6/3/2024.: batch # 856c83. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with no apparent damage and with one ecr45b reload loaded on the device. The reload was received partially fired 1/10. In addition, the reload pan was noted to be partially dislodged from the right proximal side, and two staples were noted to be missing from the reload, making the reload non-functional. The device was returned with a non-working firing mechanism. No further functional test could be performed due to the condition of the device and the reload. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the red motor wire was noted to be disassembled from the motor terminal, therefore making the device non-functional regarding the partially fired reload, it is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. Please reference the instruction for use for more information. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. Please reference the instruction for use for more information. No conclusion could be reached on what may have caused the missing staples. It should be noted that all devices are inspected 100% for staple presence by an automated vision system and are visually inspected 100% as a final check. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the device is potentially related to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number 856c83, and no non-conformances were identified.

Event description:
It was reported that during the surgery, could not fire. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.